Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2016, the patient experienced peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient coughed/spilled mucus onto the transfer set. The peritonitis was manifested by cloudy effluent, noted on the same day this report was received. The patient was not hospitalized for the peritonitis. On unreported date(s), the patient was treated with an unknown oral antibiotic (medication, dosage, frequency, and duration not reported) and an unknown "injection" route, medication, dosage, frequency, and duration not reported) for the peritonitis. Antibiotic treatment by "exchange" was completed twelve days after the initial receipt of this report, but it was not reported if the oral antibiotic was ongoing. Dianeal therapy was ongoing. The peritoneal effluent was clearing up, but it was not verified if the patient was recovering or was recovered from the peritonitis. Training on the proper aseptic technique was scheduled to be performed for the patient and caregivers thirteen days after the initial receipt of this report. No additional information is available.